Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that a 1109 machine pressure sensor autozero failed alarm error occurred in the repair center. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the 1109 error code in the event log. The pse replaced the flow sensor assembly, checked and cleaned the device, and verified that the reported issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The product investigation lab (pil) technician verified that the 1109 error code did not repeat; however, the 1009 "pressure regulation high" error code was generated at the pil during standard test bed (stb) operation. A faulty solenoid 2 was verified through stb operation. The 1009 error code in position 2 verified that the faulty solenoid failed, and at this time, the faulty solenoid is stuck in the energized position. The faulty solenoid is the reason for the autozero failure.